Event description:
It was reported that this brady lead was a case of an attempted implant in the deep septal area due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that helix was bent after attempting to place in a deep septal location. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant in the deep septal area due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported. Additional information was received which indicated that helix was bent after attempting to place in a deep septal location. This brady lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A deformed helix was observed during visual inspection where tissue entwined in the helix was also noted which likely contributed with the deformed helix. A helix mechanism test was also unsuccessful. Furthermore, helix tips which are deformed are a known risk for active fixation leads. This supplemental correction report was created to capture the additional information received which indicates that helix was bent after attempting to place in a deep septal location. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant in the deep septal area due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported. Additional information was received which indicated that helix was bent after attempting to place in a deep septal location. This brady lead was returned for analysis.